Event description:
It was reported that during the repair of episiotomy, the physician was forcing the needle against tissue while attempting to place the needle through the tissue. Upon releasing the needle from the needle holders, the tissue explanded back over the placed needle and subsequently filled around it causing the needle to be embedded and out of view. The pt required surgical removal of the needle.